Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope did not bend enough. The issue was found during maintenance. Inspection and testing of the returned device found that the air/water tube and air/water cylinder had whitish foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the play of the up/down knob was out of standard value to wear of the angle wire. It was noted that water tightness was lost due to a crack on the grip. The switch box and scope connector case had a dent. The air/water cylinder and scope cylinder had no color. The expected insulation capacity could not be met due to a cut on the heat shrinking tube of the forceps elevator lever and the plug unit was damaged. The insulation resistance at the distal end did not meet standard value due to a burn on the plastic distal end cover and universal cord had a wrinkle. The plastic distal end cover had a chip and the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred due to reprocessing not being conducted properly due to leakage from grip. However, a root cause could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.